Manufacturer narrative:
Gbo complaint no: (B)(4). On 11/23/2016 received customer pictures, and on 12/14/2016, received 1pc 450230 for evaluation. Evaluation of the returned samples was performed. Review of production documentation showed no deviations noted according to requirements. Additional root cause investigation was performed on the assembly machine, which went through a thorough maintenance review, inspection of component inventory, and additional dimensional and functional inspection. There was no indication of failures during the inspection. It was however noted that a weakening of the weld line on cavity 29 was observed, however, it was within required specifications. As a precaution, this cavity was switched off. In addition, a 100% inspection was triggered in the assembly process pending an engineering change. A vision system has now been added to the assembly machine for continuous 100% inspection. This complaint is confirmed.

Event description:
Customer advises that an employee was closing shield over the needle after use using the needle holder, and he did no hear it click. He observed that the bottom of the needles holder shield appeared to have the seam come apart and a space was exposed, causing a near miss needlestick injury. Customer states that the employee indicated that he did inspect equipment prior to use, and it was intact.